Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5,b.6,d.7,d.10,h.3,h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a opening curved on the radius side. A leak test and microscopic analysis were performed which identified a sharp opening on the radius side and an observed void greater-than 1-mm in the non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on the radius assessed as an unidentified tear opening. Additional, corrected, and/or changed data: h.3., h.6.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.